Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope had a pinhole. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens was peeling off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a pinhole on the universal cord as a result there was a loss in watertightness. Upon further inspection, it was observed that the adhesive of the objective lens was peeling off due to chemical or physical stress. It was also observed that due to a dent on the distal end, there was a loss in watertightness caused by chemical or physical stress. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the angulation lever did not move smoothly due to damage on the control section. It was also observed that the image had white dots due to damage on the charge-coupled device unit. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, control unit, switch 1, light guide connector, light guide cover glass, video connector, video connector case and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive part of the objective lens peeling off could not be determined, however, the issue was likely the result of use stress, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿. ¿inspection of the endoscope¿. ¿6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿. Olympus will continue to monitor field performance for this device.